Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: per our product specialist, no images or video recordings were available for this case.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument tip cover accessory (tip cover) was inspected and a cut was identified. Tip cover was not chipped. A back up instrument of was used, and the procedure was completed with no reported injury.

Manufacturer narrative:
Isi has not received the monopolar curved scissors (mcs) instrument tip cover accessory (tip cover) involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.